Event description:
Boston scientific crm received information from the patient with this pacemaker that they experienced an unexpected sudden drop in heart rate from 70bpm to 50bpm. This pacemaker dependent patient went to the hospital emergency room, where they were admitted to the critical care unit. The chronic pacemaker was explanted and replaced with a non-boston scientific device. This pacemaker is not included in any advisories.

Manufacturer narrative:
A new non-boston scientific device was successfully implanted and this device has not been returned. Should this device be returned for analysis or should more information become available to our company, the report will be updated as necessary.